Manufacturer narrative:
Batch review performed on 31 october 2018. Lot: 165561a, released on 24 may 2018. Expiration date: 2023-04-26. Totally, 94 pieces produced. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs manager on 19 october 2018. Intraoperative femoral fractures are known possible adverse events of total hip replacements, described and quantified in literature. They mainly depend on bone morphology and mechanical properties. In this case, there is no reason to suspect a malfunctioning device. Visual inspection performed by r&d product manager on 30 october 2018. No particular signs to be reported. Dimensional analysis on the stem has been requested. Dimensional control are ongoing.

Event description:
Bone fracture was observed during the surgery. Amistem-h stem was inserted more deeply than bone resection line. It was fixed with cable plate and the amistem-h was replaced with another cemented stem. Due to this event additional 2 hours were necessary to complete the surgery.

Manufacturer narrative:
Metrological analysis performed by quality control manager on nov 8: from the documentation of lot, don't emerge anomalies; the whole dossier of manufacture is conforming to the specific project. The dimensional control has not identified any anomaly or production defect. The device is conforming to the specifications of project.